Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized on (B)(6) 2021 due to high blood glucose. Blood glucose level was 586 mg/dl. Customer was been out of the the insulin pump since then they treated with manual injections. The customer¿s blood glucose was 586 mg/dl and sensor glucose was 386 mg/dl at the time of the event, the difference is outside the acceptable range. Insulin delivery was not suspended due to low sensor glucose value. Insulin pump will not be returned for analysis.